Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with barrel clamp head broken off, pieces taped to case top, case top chipped on front left corner and barrel clamp guide and the tapered spring contaminated also very old and worn drive train parts. Event history log review was performed and found no evidence of reported problem. Visual inspection was performed. The customer's reported problem was confirmed. Investigation found the pump barrel clamp head broken off which was caused by impact or device mishandled. Service's replaced the pump barrel clamp head and barrel clamp rod. Performed pm and all functional tests passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump had broken syringe clamp. No reported adverse effects.